Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a dermatologist via a sales rep, and forwarded by our local affiliate (B)(4). Initial and f/u info received on 02/03 and 02/07/2009 respectively were processed together. This case is associated to (B)(4) by reporter. This case involves a female pt (age nos) who received poly-l-lactic acid (sculptra) therapy sometime in (B)(6) 2008. Relevant medical history and concomitant medication info were not mentioned. Sometime in (B)(6) 2008, the pt developed nodules at the application site. No other info was provided. Event outcome is unk. The physician reported that the pt presented with nodules and edema at the injection site on (B)(6) 2008, and she was noted with scars on her face. The pt reported that she experienced pain during the application, so severe, that she almost urinated due to the pain. She stated that three days after poly-l-lactic acid application she experienced swelling at the application site. According to the pt, the physician pierced the affected area with a needle in order to detect the presence of fluids to be evaluated, however, no fluid was detected. As corrective treatment, the physician applied corticoid on the muscle and the pt began using three unspecified injectable medications (nos). The pt reported that after one month, she noticed the presence of a 4 cm scar at the application site on the left side of her face and had an intense dark color and was necrosed. After this occurred, the pt developed depression requiring clonazepam (rivotril) for insomnia as needed. According to the pt, she was hospitalized due to depression. On (B)(6) 2009, the pt switched physicians. This physician suspended all medications prescribed by her last physician. A biopsy was performed which showed absence of bacteria or virus at the injection site. The physician dissolved 15 granulomas with triamcinolone acetonide (theracort) followed by a filling procedure, using a preparation by the physician, in order to clear the scar. The physician also performed three applications of superficial peeling, until the scar reached a natural skin color. The physician then filled the scar with an unspecified "acid." According to the pt, even after the procedure, the scar size decreased, but was still present. The pt has been using a silicone gel (skimatix) since (B)(6) 2009, and has noticed an improvement of scarring.

Manufacturer narrative:
Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.